Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented with silent ischemia, and cardiac catheterization was recommended. The 20mm x 3.48mm, 70% stenosed target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with direct stent placement using a 3.00 mm x 20 mm promus element stent. Following post dilatation residual stenosis was 0%. Th procedure was considered as having "good angiographic results." The next day, prior to discharge, elevated troponin values were observed in the post procedure lab results and an mi was reported (peak troponin= 0.51 ng/ml; uln= 0.1 ng/ml). An electrocardiogram was performed (mi type - non q-wave). There was no report of stent thrombosis or abrupt closure and the patient did not experience any ischemic symptoms. The patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).